Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing on the patient¿s stomach in a laparoscopic sleeve gastrectomy, they heard a pop when the knife blade reached the distal end of the reload. Then when they retracted the knife blade the knife blade only came back about 90% of the way and the jaws locked on the tissue. They noted that the device was able to fire once without any issues. They tried connecting a new power pack, by resetting the power pack, and they also used a manual retraction tool, but none of it worked. Then they slide the tissue out of the specimen side of the reload and then they were able to slide it out of the sleeve side as well and it resolved the issue. However, they were unable to open the reload. They performed an upper endoscopy to make sure that there was no tissues damaged. This event caused the operation to be delayed by an hour.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing on the patient¿s stomach in a laparoscopic sleeve gastrectomy, they heard a pop when the knife blade reached the distal end of the reload. Then when they retracted the knife blade the knife blade only came back about 90% of the way and the jaws locked on the tissue. They noted that the device was able to fire once without any issues. They tried connecting a new power pack, by resetting the power pack, and they also used a manual retraction tool, but none of it worked. Then they slide the tissue out of the specimen side of the reload and then they were able to slide it out of the sleeve side as well and it resolved the issue. However, they were unable to open the reload. They performed an upper endoscopy to make sure that there was no tissue damaged. This event caused the operation to be delayed by an hour. From (B)(4) according to the reporter: the customer reported a complaint for this device from (B)(4) duplicate of (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.